Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Additionally, it was reported that a cartridge change error occurred. It was also reported that a malfunction alarm occurred. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 360 mg/dl.-"high"; specific value not provided. Customer administered a manual injection to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.